Event description:
Wound drain was difficult to remove and snapped upon removal, with part of wound drain still in pt. Customer is interested in reimbursement of cost to remove drain from pt (est $800).